Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose and difficulty reading, the ilet pump display after a period of extremely large meal boluses; the user was advised to allow the pump to relearn or to perform a factory reset only with guidance, but the user proceeded with an unsupervised factory reset and was counseled on resulting changes and that support would be contacted regarding the reset and display readability. Symptoms included hypoglycemia. Outcomes included no hospitalization and blood glucose in range at the time of the call. Investigation included review of reported use patterns and counseling on device settings and post¿factory reset behavior. Investigation of this case revealed no confirmed device malfunction and suggested that user behavior, including prior large boluses and an unsupervised factory reset, could have contributed to the reported lows and usability concern. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.